Event description:
According to the facility during a procedure the 'insulated bovie tip came out of the bovie pencil and had to be fished out of the wound'.

Manufacturer narrative:
According to the facility during a procedure the 'insulated bovie tip came out of the bovie pencil and had to be fished out of the wound'. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.